Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim and experienced seizure for 10 minutes. The cgm was reading an unremembered high cgm and the blood glucose reading was not checked since she did not have fingerstick anymore. The patient drank soda and called 911. When emergency medical services (ems) arrived the cgm was 311 mg/dl while the bg was 42 mg/dl. There was no additional treatment for hypoglycemia and 2nd bg by ems was 100 mg/dl and they departed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.